Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007860. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-01-07. Medical device lot #: 8332556. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-11-28. Medical device lot #: 9085998. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-03-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e 3.6mg plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: the user facility has informed the distributor that two rack tubes had no vacuum.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e 3.6mg plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: the user facility has informed the distributor that two rack tubes had no vacuum.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.